Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a clogged air/water nozzle channel with no airflow, along with deep dents on the distal end, a crack on the bending section cover within the glue, and damage to the customer label control body. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that there was an error of a block air channel and scope was unable to be processed in medivator. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that there was an error of a blocked air channel and the scope was unable to be processed in the medivator. Upon the return of the subject device, it was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue of a blocked air channel is not likely to cause or contribute to death or serious injury if the malfunction were to recur.